Manufacturer narrative:
(B)(4). The suspect device has not been received by carefusion and the customer did not request an evaluation by carefusion personnel. The customer was assisted by carefusion technical support regarding solutions to the problem and provided information to order parts for repair. The customer was contacted for additional information regarding resolution but no response has been received. Any additional information received from the customer will be evaluated and a follow up report submitted if required. (B)(4).

Event description:
A customer reported to carefusion that their avea ventilator batteries were found to have no power and the battery indicator light failed to light up. The customer stated that the ventilator functions on a/c power but fails when unplugged. The unit was not in use on a patient when the issue occurred and there was no report of patient harm, associated with the event, received by carefusion.

Manufacturer narrative:
Device evaluation: the carefusion factory service center and failure analysis laboratory received the suspect component, an avea gas delivery engine (gde), and evaluated the device. An evaluation of the component could not duplicate the reported issue.